Manufacturer narrative:
Investigation summary:review of customer data shows that the sample in question exhibits a weak, but positive sars amplification curve. The prc is robust and positive as well. Discrepancy could be due to low target in one of the discrepant samples that is near the assay's lod. Unable to determine root cause by data analysis alone. Root cause: unable to determine source: phone.

Event description:
One discrepant result. The sample was collected on monday and was positive and the sample collected wednesday of the same week was negative. No alternate testing completed.